Manufacturer narrative:
The customer¿s report of tubing ¿silicone¿ came apart at the pumping segment was confirmed. During visual inspection it was observed that the silicone segment was completely separated from the upper fitment. However, visual inspection of the silicone segment noted retainer ring indentations indicating that the retainer ring had been assembled into the set. The expected retainer ring for the upper fitment and silicone segment connection was not intact. Further visual inspection of separated silicone segment end noted o-ring indentations on the silicone segment. Visual examination under microscope noted no crush marks to the upper or lower blue fitment. No other anomalies were noted during visual inspection. Dimensional testing was performed on the silicone segment tubing. The inside diameter of the tubing measured 0.129¿, within the specification of 0.129¿ to 0.132¿. The tubing thickness measured 0.030¿, within the specification of 0.029¿ to 0.031¿. Silicone tubing measured to be within specification. Although the root cause of the separation could not be definitively determined, at some point the set may have been pulled or stretched beyond the 3.4 pounds retention specification between the silicone segment and the set¿s upper fitment.

Event description:
It was reported that the pump was alarming then when the clinician open the pump door the tubing came apart at the pumping segment. There was no patient harm.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the pump was alarming then when the clinician opened the pump door the tubing came apart at the pumping segment. It is unknown if there was any patient harm.